Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3313576. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 09-nov-2023. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory of each lot were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the paxgene® blood rna tube there was a black dot foreign matter inside one device. There were no health consequences or impacts reported.